Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic rectosigmoidectomy, while the device was being applied in the rectosigmoid, the surgeon was able to press the green button and squeeze the handle but the devices did not fire. The reload was replaced and another attempt to fire was made but the device still did not fire. The surgeon positioned the reload and fire a couple more times however, the result was the same. Another device from another manufacturer was used to complete the case. There was no patient injury.